Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed and was isolated to a shorted u608 component on the computer/analog pca board, causing the display failure. The root cause for the defective u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A u.s. Distributor reported that a monitor will not power on.